Manufacturer narrative:
This report is submitted on jul 7, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the transducer and magnet. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on august 29, 2023.